Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address pain and elevated metal ion levels. **update** (B)(6) 2011 - litigation papers were received. There is no new information that would affect the outcome of the investigation. **update** (B)(6) 2011 - plaintiff's preliminary disclosure form and medical records were received, which indicate that during surgery, a small crack was noted in the trochanter after femoral component was put in place. Complaint has been reopened for further investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.